Manufacturer narrative:
Concomitant products: cannula micropuncture catheter unknown manufacturer; 24 g angiocatheter unknown manufacturer. The device history record review confirms that the device met all material, assembly and performance specifications. The device was not returned for analysis; therefore, a visual inspection as well as a functional evaluation could not be performed. The device directions for use instructs to: exercise care in handling a guidewire during a procedure to reduce the possibility of accidental breakage, bending or kinking. As well per the device dfu: never advance the guidewire against excessive resistance without first determining the reason for resistance under fluoroscopy. Excessive force against resistance may result in separation of the guidewire tip, damage to the catheter and/or vessel perforation. Information available indicated that the guidewire was confirmed to be in good condition prior to use and that no resistance was experienced during use. Because the device was not returned for analysis and a definitive cause could not be determined following review of available information, the cause for the reported issue cannot be determined. Subject device is not available to the manufacturer.

Event description:
It was reported that when the guidewire had been removed and the peripherally inserted central catheter line was advanced into position, a radiopacity was observed moving from the right arm past the PICC catheter and into the right pulmonary artery. Upon re-examination of the guidewire, it was found that approximately 5mm of the hydrophilic coating from the guidewire was missing. Percutaneuous retrieval was felt to be at a significant risk to the patient; therefore, removal treatment was not administered. The patient was under general anesthesia and vital signs were unchanged. The patient was extubated without clinical consequences.